Event description:
Boston scientific received information during the elective procedure to replace this patient's device, the right ventricular (rv) and right atrial (ra) setscrews were stuck. Several different torque wrenches were used without success. Therefore, the physician elected to re-implant this device and bring the patient back for extraction. During this procedure this left ventricular (lv) lead was surgically abandoned as the setscrew would not re-engage. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.